Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (right ventricular failure, possible aspiration pneumonitis vs. Bilateral pulmonary edema) and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. The center reported that the patient underwent a pump exchange on (B)(6) 2020 from heartmate 3 (B)(6) to heartmate 3 (B)(6) due to a persistent pseudomonas driveline infection. The patient experienced right ventricular (rv) failure post-exchange, on (B)(6) 2020. The patient experienced severe shortness of breath and huge diuresis with no change in weight. The patient was intubated and was treated with dobutamine and bumex intravenous (IV) drip. There were reportedly no device-related issues that caused or contributed to the rv failure ¿ the patient was non-compliant with sodium/fluid restrictions. The patient also experienced possible aspiration pneumonitis vs. Bilateral pulmonary edema, and continued to be treated with ceftazidime. The patient remains ongoing on hm3 lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hm3 lvas instructions for use (IFU) lists right heart failure and localized/driveline/pump pocket infections as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Instructions in regard to preventing infection are provided in various sections of this IFU, as well as the hm3 lvas patient handbook.

Manufacturer narrative:
Section b5: additional information.

Event description:
It was reported that the date of onset for right ventricular failure was on (B)(6) 2020. It was reported that there were no device issues that caused or contributed to the right heart failure. The patient was non-compliant with sodium/fluid restrictions. The patient experienced severe shortness of breath, huge diuresis, with no change in weight. Patient was intubated & dobutamine & bumex intravenous (IV) drip.

Manufacturer narrative:
October 2019 admission was reported in related manufacturer's report number: 2916596-2020-03876. January 2020 admission was reported in related manufacturer's report number: 2916596-2020-03882. May 2020 admission was reported in related manufacturer's report number: 2916596-2020-03860 no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report number: 2916596-2020-03584. It was reported that the patient underwent pump exchange on (B)(6) 2020 from heartmate 3 (mlp-015103) to heartmate 3 (mlp-022305). According to information provided by vad coordinator, patient has struggled with persistent pseudomonas driveline infection post implant. He has had multiple debridements and wound vacs and courses of IV and oral antibiotics. Last admission was on (B)(6) for pseudomonas (2 species) lvad driveline infection and concern for transient bacteremia from driveline site. Decision was made to exchange the vad as it was believed to be infected. The device will not be returned for evaluation, it was otherwise working appropriately. It was reported that the patient currently remains hospitalized in right ventricular failure. Blood cultures from 2020 were pending, but the patient possibly has aspiration pneumonitis versus bilateral pulmonary edema. He continues to be treated with ceftazadime. It was reported that the patient's first admission for driveline infection was (B)(6) 2019 (methicillin-sensitive staphylococcus aureus bacteria) and first debridement with wound vac was 17oct2019 which was discontinued 03dec2019. The second admission for driveline infection was (B)(6) 2020 with pseudomonas aeruginosa (2 strains). Debridement done (B)(6) 2020 with vac placement which was discontinued (B)(6) 2020. The third admission was (B)(6) 2020 with ¿septic picture¿, blood cultures negative. Debridement done (B)(6) 2020 and no vac placed. There were copious amounts of drainage from the driveline site within a few short weeks after each time the vac was discontinued.